Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the esc and act button were not responding properly from time to time. The customer stated that the issue occurred the same day as the call. The customer's blood glucose was unknown. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.